Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programmed basal/temp settings).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 28mmol/l. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd match active basal program total and basal history matches the active basal program settings. The bolus totals match and all of the boluses were recorded as programmed. Cs determined that the basal/temp settings were incorrectly programmed. Cs is referring the patient to their healthcare professional for diabetes management. This report is being made due to the bg excursion the patient experienced due to incorrectly programming basal/temp settings.

Manufacturer narrative:
Follow-up #1 date of submission 02/14/2017-product analysis: the device was returned and evaluated by product analysis on 01/26/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.